Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited under-sensing. No intervention was reported. There were no patient consequences reported.

Event description:
New information received noted that programming changes were performed to resolve the issue. There were no patient consequences noted following the changes.